Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message was displayed and when system was keyed off the gantry slid down. The reporter indicated the gantry was held and the patient's bed was lowered with no patient injury. The surgeon decided to go ahead and complete case with the laser with no further issues. This is one of two reports from facility.